Manufacturer narrative:
The device was returned olympus for evaluation. The user¿s complaint was confirmed. A visual inspection was performed on the returned device and found 17mm of the probe detached from the distal end. The detached probe portion was not returned. The grasping section of the jaw was inspected and some tissue build up was noted. The ptfe pad (teflon pad) was inspected and found to be worn with metal exposed on the jaw. Based on the similar reported events, this type of probe and teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe unit and teflon pad. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unspecified procedure, a ¿probe damage ¿error message was observed after the device was connected to the generator. A second probe damage error message occurred after the cable was replaced and the device was reconnected. There was no bleeding or patient injury reported. The intended procedure was completed with a similar device.